Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware with the primary failure mode identified as the ise mix motor. The fse replaced the collar, mixing bar and mix motor which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrode) patient results on their au5800 clinical chemistry analyzer. The customer stated four (4) sodium (na) results were high and repeat results were about ten (10) points lower on their second au5800 analyzer. Quality control was within specifications prior to the event. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.